Event description:
It was reported that during the procedure at the bifurcation of the left superficial femoral artery, a 45cm 6f non-abbott sheath was placed followed by advancement of an omnilink elite 6x39x135 stent delivery system toward a moderately calcified lesion. Some resistance was felt due to the moderate calcification at the bifurcation but advancement was successful. The physician noted that the stent moved approximately 5mm between the markers but remained on the balloon. The physician was able to fully deploy the stent at the target lesion by focusing on the location of the stent rather than the markers so that stent placement would not be outside of the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).